Event description:
The mfrs rep reported the pt had been hearing an intermittent pump alarm. The pt had a brief withdrawal episode in 2006. The pt was treated with supplemental oral medication. The pt is reported to now be asymptomatic.